Event description:
A malfunction alarm occurred with the pump, displaying malfunction code malf 9. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the reset; the malfunction code did not recur after resetting. The customer was instructed to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.